Event description:
The second implant on the meniscal needle didn't come forward and the silicone tube came completely of the needle. **additional information** silicone tube has completely come off the needle. The surgeon was not able to remove it out of the knee joint, because he could not find it anymore. They finished the procedure with the same gun, but a new needle(27 degree) . So the problem was not within the gun, but related to the needle.

Event description:
The second implant on the meniscal needle didn't come forward and the silicone tube came completely of the needle. Additional information: silicone tube has completely come off the needle. The surgeon was not able to remove it out of the knee joint, because he could not find it anymore. They finished the procedure with the same gun, but a new needle(27 degrees) . So the problem was not within the gun, but related to the needle.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms that only the needle was received, and no implants. The silicon tube was missing, confirming the reported complaint. The needle was examined under magnification, and no structural anomalies were found that would have contributed in the detaching of the silicon tube. One possible hypothesis for the reported failure is after the first implant was fired, the needle possibly hit a bone or an object, resulting in the silicon tubing moving and detaching. It cannot be determined at what point in time this failure occurred. We cannot discern a root cause for this failure at the time of this investigation. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with one unrelated incident. Further, a review into the mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. Based on the overall complaint rate, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated.

Event description:
The second implant on the meniscal needle didn't come forward and the silicone tube came completely of the needle. Silicone tube has completely come off the needle. The surgeon was not able to remove it out of the knee joint, because he could not find it anymore. They finished the procedure with the same gun, but a new needle(27 degree). So the problem was not within the gun, but related to the needle.